Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with short circuit detected error and overheating. Cause of overheating and error is a defective motor. Phase #1 of the motor was shorted out causing the motor to stall and overheat. The complaint was confirmed and the root cause has been determined to be a defective motor.

Event description:
It was reported that there was a circuit on the unit and it was overheating. No case involved and no user injuries were reported.